Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explanted 5 months after implant.

Event description:
A report was received that the patient had an infection at the battery site. It was also noted that the device was causing lots of pain in the stomach and not helping with neuropathy. The patient underwent an explant procedure.